Manufacturer narrative:
The right side of the walker allegedly did not lock. It is unk if consumer fully opened the walker which may have caused or contributed to the alleged incident. Malfunction has not been established. MFR is attempting to obtain product for inspection. MDR filed based on alleged unconfirmed malfunction.

Event description:
The right side of the walker allegedly did not lock and swung to the front of the walker. No injury is alleged.